Event description:
A nurse reported a patient had received a corneal burn and also indicated there was a posterior capsular tear (pc tear). In addition, the nurse reported iris prolapse through the incision site, the globe was over pressure, and a spike in the patient's blood pressure. She stated the patient had a dense cataract. During the phacoemulsification mode, there was a loss of suction and then a power surge pushing a piece of the cortical material through the capsule which was subsequently retrieved. The nurse reported that they do reuse the phaco tips. Additional information has been requested regarding the event and patient status.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported event. The customer was offered functional testing for the handpiece involved, but reported a third party investigation was going to be performed on the system and the handpiece. The system was tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B)(4).